Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-oct-17, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine (30 mg/ml, 12.302 mg/day) via an implantable pump for spinal pain. On an unknown date, the patient reported a pump pocket issue; the patient was uncomfortable with the pump in their abdomen. The hcp was "now going to move the pump to her back". No further information reported.